Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova¿ stent was deployed to treat the lesion. However, the physician felt that the stent had shortened a little bit upon deployment. No further stenting was needed and the procedure was completed. No patient complications were reported and the patient's status was fine.